Event description:
Customer reported the pump alarms for an occlusion but by that time, the line (PICC/cvp) was already occluded. The patient age is unknown, either the line was pulled or the patient received tpa to clear the line. Customer states that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Unable to determine the cause of the customer's reported occlusion because the device was not returned. A failure investigation could not be performed.